Event description:
It was reported that the speedstitch needle failed to pass suture tape. The malfunction happened during an unknown procedure outside the patient; but it was completed using a back up device with no delay or patient injury. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. Additional information in h7 and h9. Investigation updated: the devices reported, used in treatment, were returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. A review of the product/print specifications found material discrepancy used during manufacturing. A visual inspection was performed and found two damaged needles. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. A corrective action was initiated to mitigate recurrence of the reported event and a field action was initiated to recall the product.

Manufacturer narrative:
The devices reported, used in treatment, were returned for evaluation. A relationship between the device and reported incident was established. A review of manufacturing records for the reported lot number 2047483 found non-conformances or anomalies during manufacturing process related to the reported event. A complaint history review has found related failures. A review of the product/print specifications found material discrepancy used during manufacturing. A visual inspection was performed and found two damaged needles. The complaint is confirmed. The factor related to the design or manufacture of the device that lead to the failure reported include, but are not limited to: (1) supplier related issue - failed to provide material that meet specification. The failure is being assessed for recommended actions and further evaluation regarding supplier controls are currently in progress. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.